Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma (late)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma(late) and anxiety due to ¿risk of lymphoma¿.

Event description:
Patient reported fluid around the left implant seroma(late) and anxiety due to ¿risk of lymphoma¿. Device remains implanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "diagnosed bia-alcl of the implant capsule in the left breast." Pathological markers confirming alcl have not been received. The device has been explanted and replaced. Treatment: "due to the low stage of the lymphoma, the patient was qualified for removal of fibrous capsules and implants from both breasts with simultaneous reconstruction."

Manufacturer narrative:
Additional, changed, and/or corrected data. Date of alcl diagnosis: on (B)(6) 2022.

Event description:
Patient reported fluid around the left implant seroma (late) and anxiety due to ¿risk of lymphoma¿. Healthcare professional reported left side "diagnosed bia-alcl of the implant capsule in the left breast." Pathological markers confirming alcl have not been received. The device has been explanted and replaced. Treatment: "due to the low stage of the lymphoma, the patient was qualified for removal of fibrous capsules and implants from both breasts with simultaneous reconstruction."

Event description:
Patient reported fluid around the left implant and ¿risk of lymphoma¿. The patient's physician later confirms that the patient was diagnosed bia-alcl of the implant capsule in the left breast. Histopathological marker cd30+ has been confirmed. The patient's physician stated "diffuse non-hodgkin lymphoma limited to the left breast implant capsule, n-0, m-0 without indications for a systemic hematological treatment." And "treatment: due to the low stage of the lymphoma, the patient was qualified for removal of fibrous capsules and implants from both breasts with simultaneous reconstruction". The patient underwent us, MRI and pet investigations which found "lesions suspicious for malignancy" and ¿no focal lesions were detected on both sides with the usg test. Axillary and periclavicular pits without pathological nodal changes.¿ the device has been removed and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Lymphoma¿alcl¿suspected: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed.

Event description:
The patient's physician later confirms that the patient was diagnosed bia-alcl of the implant capsule in the left breast. Histopathological marker cd30+ has been confirmed. Alk- has not been received. The patient's physician stated "diffuse non-hodgkin lymphoma limited to the left breast implant capsule, n-0, m-0 without indications for a systemic hematological treatment." And "treatment: due to the low stage of the lymphoma, the patient was qualified for removal of fibrous capsules and implants from both breasts with simultaneous reconstruction". The patient underwent us, MRI and pet investigations which found "lesions suspicious for malignancy" and ¿no focal lesions were detected on both sides with the usg test. Axillary and periclavicular pits without pathological nodal changes.¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, b.7, d.6b, h.6.

Event description:
Patient provided alk report noting, "immunohistochemically, tumor cells do not express alk-1." Histopathological markers cd30 positive and alk negative have both been confirmed.